Event description:
2.4mm locking screws and an lcp distal radius implanted for an orif distal radius broke postoperatively. Patient complained of pain and x-ray revealed broken 2.4mm locking screws in t-portion of plate. Patient was reportedly noncompliant in prescribed activity limits. Hardware removed and pt revised to lcp volar column plate with locking screws and dbx.

Manufacturer narrative:
Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.